Event description:
Unable to interrogate device. All troubleshooting attempts were unsuccessful. Device to be interrogated tomorrow to determine status of device. (B)(6) 2014 - we were informed this device was explanted on (B)(6) 2014.

Manufacturer narrative:
Upon receipt the ICD was not able to be interrogated. Therefore, the device was opened in order to inspect the inner assembly and to check the functionality of the electronic module. The battery voltage was measured and was found to be depleted. The battery was sent to the manufacturer for further analysis. The analysis of the batter is as follows: the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. The battery was opened for destructive analysis. The analysis did not show any indication for battery malfunction that would have led to premature battery depletion. The analysis of the electronic module is as follows: the electronic module was attached to an external power supply and subsequently its current consumption was measured. Thereby an elevated current consumption of the electronic module was identified, which could be attributed to a damaged integrated circuit. The device history record of the ICD was inspected; it is documented that the device performed as expected during the device manufacturing; in particular the final acceptance test proved a normal and expected current consumption of the device. In summary, a damaged integrated circuit was identified as root cause for the clinical observation. As the final acceptance test of the ICD was normal, it is reasonable to assume that the damage occurred after the device shipment.